Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 513 mg/dl. Customer's mother stated that the customer woke up this morning with a blood glucose level of 500 mg/dl. Customer was vomiting and had ketones. Customer was not wearing the pump at the time of the emergency room visit. Pump was taken off in the emergency room. Customer was still in the hospital. Troubleshooting was performed and pump passed priming and high pressure tests. Pump was working as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.